Manufacturer narrative:
H10: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (b)(3) 2023. During the procedure, bands could not be deployed normally as the bands just moved and overlapped within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h10: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head returned had all the bands attached and some of them were moved and overlapped. The ligator head teeth were bent and damaged, the suture hole was in good condition, and the suture thread was cut, possibly when the device was removed for return. These findings are consistent with the findings when the device was observed under magnification. The handle had evidence that the trip wire was secured to the handle slot. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped, the ligator head teeth were bent and damaged, and the suture thread was cut, possibly during the device removal. These might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle, such as if excessive force is applied to the handle to deploy the bands. The bent ligator head teeth implies that the device might have been used with too much force or perhaps this could be attributed to the way the physician was entering the device through the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2023. During the procedure, bands could not be deployed normally as the bands just moved and overlapped within the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.